Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Additional information from the scientific advisor states as the training was provided by local field team, the customer is not experiencing invalids or false results.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 for multiple patients tested on nasal kitted swabs. Rt-pcr confirmation and antigen testing performed generated negative results. However, the patients had positive serology for covid. The customer believes the patients possibly had covid infections for sometime. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.